Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown cup pnunk lnunk. Complaint sample was evaluated and the reported event was confirmed. The product was returned and evaluated against the complaint. Visual inspection found multiple forms of damage. The outer radius is scratched in 1 location but otherwise free of damage. The barb is scraped causing a hair of poly to protrude from the liner. The barb is also deformed in a 2nd location. The rim, side wall, and scallops of the liner are also gouged. No dimensional analysis will be performed due to the damage to the liner and the attempts to impact. Device history record was reviewed and no discrepancies were found. With the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown cup, unknown stem, unknown head. Report source, foreign ¿ event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty a poly insert could not be successfully impacted into the acetabular cup. A ceramic liner was used to complete the procedure. Attempts have been made and no further information has been provided.